Manufacturer narrative:
The product was not returned. A photo was provided of the eye. Blood is observed on the lower right side of the eye. What appears to be a broken multi-piece haptic is observed in the front of the eye. The haptic insertion area of the iol is not visible. Unable to determine if the optic is damaged. It was indicated the haptic was observed during a surgery to reposition the lens. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in this lot. The customer stated qualified product were used; however, the specific product information was not provided for verification. The lens model is only qualified for use in the one specific company cartridge. The root cause for the reported dislocated lens and the broken haptic observed during the repositioning surgery could not be determined. The lens remains implanted. The photo does not allow for a determination of if the haptic was actually broken or pulled out of the optic. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. During implantation of the company iol, an company qualified delivery system and ophthalmic viscosurgical device (ovd) combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery for repositioning intraocular lens (iol) in a highly myopic patient, iol haptic was observed in front of the iris and loose. The physician removed the iol haptic and repositioned it, as he did not have a new iol to replace. Additional information was received from initial reporter, who reported that during an intraocular lens (iol) implant procedure, the haptic inside the eye was broken and the iol decentralized. In the second intervention, the iol was repositioned with no patient harm. The patient's current condition in relation to the harm/symptom was recovered.